Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with bile duct stricture procedure performed on (B)(6) 2016. According to the complainant, during the procedure, after four to five passes of spybite biopsy forceps through the spyscope ds, wherein they were about to finish the case, it was noticed that the working channel of the spyscope ds was protruding at the distal end. Reportedly, there was no other visible damage noted and no part of the device detached. The procedure was still completed with this spyscope ds. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.